Event description:
It was reported that during tka procedure the journey fem impact bumper rt broke. This happened during use outside the patient. All pieces were recovered. No delay. S&n back up was available to complete the procedure. No injuries to the patient or other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, both devices broke outside of the patient during the same tka procedure. It was reported, however, that ¿all pieces were recovered¿ and a s and n back up was available to complete the procedure without delay. Per correspondence, there was ¿no harm to patient and we finished case properly without them¿. Patient impact beyond the modified surgical procedure/use of the backup device would not be anticipated as the procedure was reportedly completed without patient harm, and/or surgical delay. Therefore, since no patient injury/harm was alleged, no further medical assessment is warranted at this time. A visual inspection confirmed the journey fem impl impactor is broken in two pieces. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.